Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the leadless implantable pulse generator (ipg) encountered a pacing problem due to increased threshold. The leadless ipg was explanted and replaced with a transvenous system. No patient complications have been reported as a result of this event.